Manufacturer narrative:
(B)(4) - displaced iol. The lens was not received and no evaluation could be performed. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Event description:
It was reported that pseudoexfoliation with zonular weakness was observed on (B)(6) 2012. It was stated that the displaced intraocular lens (iol) was explanted on (B)(6) 2012 and replaced. The doctor further reported that the relationship of the event to the product was not related.

Manufacturer narrative:
The intraocular lens (iol) was received for inspection. The lens was received cut in half with two broken haptics, which is consistent with a lens that has been handled and/or removed from the patient. Prior to release, the iol met all manufacturing specifications. The manufacturing record review showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Manufacturer narrative:
Follow up with the customer indicated that the actual incident date was (B)(6) 2012. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.